Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's bladder may have been affected by the trial. The caller indicated that the patient's trial was working for the patient, but now it was not working. The patient was needing to strain to have a bowel movement and to void. According to the caller the patient voided in "tinkles" and has incomplete bowel movements. The patient was not sleeping due to excessive voiding and the patient was taking medications to relax their urethra. The patient was assisted with changing to 1.1 on program 2. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.